Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's intensive care unit nurse reported via phone call that the customer was hospitalized due to a hyperglycemic event. He had a diabetic ketoacidosis. The doctor wanted someone to come to the hospital to look at the insulin pump. Customer's blood glucose level was not reported. The device was not retuned.